Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe tip broke during a procedure and it fell in the retina. An additional incision was made removed the tip of prove from anterior chamber during the same procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. One opened probe was received with a tip protector in a zip top bag for the report of the tip of the probe was broken after about 10 minutes of usage. The tip of the probe was received in a glass contained. A universal serial bus (usb) drive was also returned. Two photos of the probe needle are attached to the parent file. The photos were reviewed by the manufacturing site. The first photo provided by the customer shows the probe needle and a detached piece, however, the photo cannot confirm the malfunction. The second photo provided by the affiliate shows the probe needle broken at the port. A video of the surgical procedure was returned to the manufacturing site. The video was reviewed by the manufacturing site. The video confirms that the probe needle tip fell into the eye and was retrieved. The manufacturing site is unable to determine the total cutter actuation time. The returned sample was visually inspected and was found non-conforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The cutting edge of the inner cutter is damaged. Wear marks were observed with a few gouges at the bend area. Gouge marks were observed toward the coupling end of the inner cutter. The complaint evaluation confirmed that the probe had a broken tip at the port. The manufacturing site reviewed the surgical video, which confirms the tip fell into the eye and was retrieved. The manufacturing site is unable to determine the total cutter actuation time from review of the video. The exact root cause for the broken tip cannot be determined from this evaluation. How and when the inner cutter of the probe became damaged cannot be determined from this evaluation. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. An internal investigation has been initiated to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. One opened probe was received with a tip protector in a zip top bag for the report of the tip of the probe was broken after about 10 minutes of usage. The tip of the probe was received in a glass contained. A universal serial bus (usb) drive was also returned. Two photos of the probe needle are attached to the parent file. The photos were reviewed by the manufacturing site. The first photo provided by the customer shows the probe needle and a detached piece, however, the photo cannot confirm the malfunction. The second photo provided by the affiliate shows the probe needle broken at the port. A video of the surgical procedure was returned to the manufacturing site. The video was reviewed by the manufacturing site. The video confirms that the probe needle tip fell into the eye and was retrieved. The manufacturing site is unable to determine the total cutter actuation time. The returned sample was visually inspected and was found non-conforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The cutting edge of the inner cutter is damaged. Wear marks were observed with a few gouges at the bend area. Gouge marks were observed toward the coupling end of the inner cutter. The complaint evaluation confirmed that the probe had a broken tip at the port. The manufacturing site reviewed the surgical video, which confirms the tip fell into the eye and was retrieved. The manufacturing site is unable to determine the total cutter actuation time from review of the video. The exact root cause for the broken tip cannot be determined from this evaluation. How and when the inner cutter of the probe became damaged cannot be determined from this evaluation. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. An internal investigation has been initiated to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).